Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's programmable valve was implanted in september 2015, and it only lasted about 1 years before it was clogged with protein. The valve was replaced via surgical intervention.